Event description:
It was reported that the device and leads were removed due to endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. One (1) - por for critical ram parity error, addr=0ec8, data=10 on (B)(4) 2007 23:50:37. One (1) - patient alert for device circuit error on (B)(4) 2007 23:50:37. (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found. (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.